Event description:
The customer reported via phone call that the insulin pump had an unresponsive easy bolus button. The customer stated that he had experienced the same issue a few days prior as well. He stated that the insulin pump's button had started working properly at that time, but the issue persisted intermittently. The customer's most recent blood glucose was 94 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The device had minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.